Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, the reported falls and bangs to his head might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. In addition, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
A few days ago this child was admitted to hospital for a high temperature and a severe throat infection. Around this time the parents also reported he could no longer hear with the device. The skin above the implant bed is slightly red. The patient is now healthy. The patient often falls and bangs his head but no specific trauma is reported. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A few days ago this child was admitted to hospital for a high temperature and a severe throat infection. Around this time the parents also reported he could no longer hear with the device. The skin above the implant bed is slightly red. The patient is now healthy.